Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and that it had performed to specification up to (B)(6) 2012. The info obtained from the device showed the device was switching itself on automatically, resulting in manual power-ups of ten minutes in duration, occurring on (B)(6) 2012 and continued consistently up to (B)(6) 2012. Investigation did not confirm a fault with the device or any component in the device. The device switching itself on is a known symptom of a damaged or faulty membrane. Although, in this event there was no fault measured, it is probable that damage has been caused to the membrane, which has affected the device, causing it to switch itself on automatically. Investigation also concluded that the pad pak (lot 547) had not been fully depleted. The device switching itself on automatically, if left undetected, would fill the device memory and would eventually cause premature depletion of the pad pak. The pad pak, which contains the electrodes and batteries, is labeled for single use, but the samaritan pad 300 and 300p devices are for multi-use.